Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is down and messaged battery error. There was no patient involvement.

Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to verify the reported malfunction. The fse completed a preventive maintenance (pm). Calibrations, functional testing, and safety testing all passed per factory specifications. The iabp was returned to the customer.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit is down and messaged battery error. There was no patient involvement.